Manufacturer narrative:
Evaluation is in progress, but not yet concluded. A second part was returned for further evaluation. Per customer request, the field service representative (fsr) tested the pressure module at the base network interface card (nic) slot in question, using transducer simulator, ran for greater than two hours and could not duplicate the reported complaint. The fsr repeated this process at all other open nic slots for a minimum of five minutes per slot, wiggled/flexed module and transducer cable socket, could not duplicate reported issue of spiking high pressure. The fsr replaced the pressure module. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation. Further discussion with the customer revealed that the pressure spiking issue occurred on both modules that were in use on this system. The fsr replaced the left hand side nic board and performed post-repair acceptance testing. The unit operated to manufacturer specifications and was returned to clinical use.

Manufacturer narrative:
On 25-jan-2016 the investigator called the customer to clarify when the "date of event" occurred and customer stated that it likely occurred on 03-nov-2015. The reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) tested the pressure module and network interface card (nic) board. In all cases, the two subassemblies operated as intended. Testing included using a pressure simulator and bench testing the module while observing for anomalous operation, cold soak then bench testing, hot soak then bench testing, and automated functional testing. Finally, three days of bench testing were performed. The nic board was tested as well, with the pressure module attached to all ports on the nic panel. In all cases, the nic allowed the module to operate as intended. Each port was tested for two hours. Nic was cold soaked then bench tested, hot soak then bench tested, and automated functional tested. Nic was then bench tested as above for three hours on each port, with mechanical agitation applied. There was no anomalous operation noted. Internal inspection of both subassemblies revealed no observations or anomalies. Log analysis was performed on returned log file. The log file shows channels 1 and 2 properly zero (calibrate). Multiple alerts and alarms were observed in the logs. Log files are unable to discern between fluctuating readings and actual pressure events in the clinical field. There are no error messages indicative of an issue with the pressure system. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Per the user, even though when the pressure module was changed and everything was working correctly, he thinks it may be the position on the network interface card (nic) panel that may have the problem. He wants the system checked out by service technician. Per the field service representative (fsr), the ccp stated they had the issue with three pressure modules on the same base. The fsr was not able to duplicate the problem on (B)(6) 2015, but technical support did notice that there were about 30 instances of high pressure alert/alarm on a pressure module (s/n (B)(4)). In talking with the ccp, he stated that the problem seemed to have been resolved when he reseated the pressure modules into the network interface card (nic) board.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the pressure would spike while system was sitting idle and primed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.